Event description:
A theatre sister reported that during a procedure, when node was switched to air infusion, "no air came through the line." Infusion was tested in a pot of balanced salt solution (bss), but still no air was present. The "three-way tap" was cut off, infusion was tested in bss again, and air was then seen. The case was completed without the use of the "three-way tap".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).